Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient initiated a (B)(6) emergency protocol and was hospitalized for a high blood glucose (bg) level of 971 mg/dl with a mild heart attack associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy and was treated by a healthcare provider but the type of treatment was not specified. Troubleshooting with customer technical support (cts) could not be completed because the pump was not available for review at the time of the call, so no further troubleshooting could be completed. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention and the pump could not be ruled out as a contributing factor.